Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2019. The patient had no consequences due to the event.